Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with a prismaflex m100 set an external blood leak occurred. An air in blood alarm was triggered and after observation, ¿a tiny leakage was found¿, (no further details). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the returned photographs showed that a blood leakage took place at the level of the joint connector of the return line. The reported condition was verified. The cause of the reported condition most likely a defective bonding of the tubing at the level of the joint connector. The cause of the ¿air in blood¿ alarm could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.